Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00039).

Manufacturer narrative:
The service provider provided the evaluation report to zyno medical on 12/18/2020. One used administration set that was involved in the incident and ten unused samples from the same lot of the affected set were tested. Visual inspection confirmed that there was no damage to the sets that would cause any leak to either the used set or the unused samples. The used set had no physical signs of a leak. When the set was set up for an infusion, it would not prime manually or with the pump. The infusion test could not be performed using the used set. The ten unused samples completed the infusion test, and no leak was observed below the drip chamber or anywhere else on the set. The reported issue was not confirmed.

Manufacturer narrative:
The service provider received samples returned from the customer on (B)(6) 2020. Currently, zyno medical is waiting for the investigation results from the service provider.

Event description:
On 11/20/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on (B)(6) 2020 and stated that an administration set model bx-70071-d lot 1811011 is leaking right below the drip chamber. They had also stated it had happened 10 times over the last six months but did not report it. This is the second complaint from this customer of this type. The other complaint is reported under MDR 3006575795-2020-00036. Complaint (B)(4). A patient was involved but was not harmed or injured. The device operator was a registered nurse. The medication being infused was unknown. The contract manufacturer of the affected device is podo xingda (tianjin) medical co., ltd.